Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced a pericardial effusion that required pericardiocentesis. At the end of the case a pericardial effusion was noticed. There was a drop in blood pressure and "as they rotated the ice (intracardiac echocardiography) catheter, they noticed a greater level of pericardial effusion at baseline¿. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The physician could not confirm what caused the pericardial effusion but did not believe the injury was due to a bwi product.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31395925l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).